Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an abdominal aneurysm repair, the check-flo hub leaked throughout the procedure. The patient experienced blood loss (approximately 300 to 400 liters). However, the procedure was completed with the complaint device. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: describe event or problem) updated: device not returned. Due to the investigation of similar complaints, it is feasible to suggest that damage/tearing of the discs likely contributed to the reported leakage. At this time, the exact cause of the damage/tearing is unknown. Measures have been conducted to address this failure mode. Updated 19june2017 updated by (B)(6).

Event description:
It was reported that during an abdominal aneurysm repair, the check-flo hub leaked throughout the procedure. The patient experienced blood loss (approximately 300 to 400 milliliters). However, the procedure was completed with the complaint device. The patient did not require any additional procedures due to this occurrence.